Manufacturer narrative:
A customer from (B)(6) reported to biomérieux a misidentification in association with the vitek® ms instrument. A fungi was tested using the vitek® ms and the identification was candida dubliniensis (99%), however, the customer stated it was not compatible with the phenotype of the isolate. The isolate was then tested with the vitek® 2 which gave a result of candida albicans (99%), in which the customer stated that candida albicans was more appropriate for the organism. An internal investigation was conducted with the isolate submitted by the customer. Data logs and mzml files submitted by the customer indicated the vitek ms system was operational during the test (fine tuning was within conformance criteria). A high heterogeneity was observed for "all peaks" of the calibrant strain, indicating the potential for non-optimal spot preparation by the user. Internal testing of the submitted isolate via vitek ms and id32 strip obtained a result of candida albicans. The misidentification observed by the customer was not reproduced during the investigation. The investigation concluded that the vitek ms system is performing as intended.

Event description:
A customer from (B)(6) reported to biomérieux a misidentification in association with the vitek® ms instrument (UDI (B)(4)). A fungi was tested using the vitek® ms and the identification was candida dubliniensis (99%) however, the customer stated it was not compatible with the phenotype of the isolate. The isolate was then tested with the vitek® 2 which gave a result of candida albicans (99%), in which the customer stated that candida albicans was more appropriate for the organism. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. An internal biomérieux investigation will be initiated.